Manufacturer narrative:
A ge service representative performed an on site investigation. The reported cine drive was formatted and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system's cine function failed to save cine runs resulting in data loss. There was no patient injury or death reported.